Manufacturer narrative:
The monopolar curved scissors (mcs) tip cover accessory captured under this complaint was disposed by site and will not be returned for evaluation. Therefore, the root cause of the customer reported failure mode could not be determined. A follow-up MDR will be submitted if additional information is received. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. Verification of the accessory product via system logs cannot be performed because accessory device product details are not captured in the system log. No image or video was provided by the site for review. This complaint is being reported due to the following conclusion: it was alleged that the mcs tip cover accessory dislodged from the mcs instrument during instrument removal and fell inside the patient's body. The tip cover accessory was retrieved during the same procedure with no patient injury. At this time it is unknown what caused the breakage to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur as unintended fragment(s) falling into the patient may require surgical intervention. Blank MDR fields: follow-up was attempted, but the patient information was either unknown or unavailable. The expiration date is not applicable. Because the product is not implantable.

Event description:
It was reported that during a da vinci-assisted hysterectomy procedure, the monopolar curved scissors (mcs) tip cover accessory dislodged from the mcs instrument during tissue dissection. According to the report, the user noticed that the mcs tip cover accessory loosened halfway into the mcs instrument tip. During instrument removal, the mcs tip cover accessory eventually got detached from the mcs instrument and fell inside the patient's body. The entire mcs tip cover accessory was retrieved and no post-operative test was performed. No post-operative complication has been reported as of the date of this report. The user completed the procedure. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information regarding the reported event: the mcs instrument and mcs tip cover accessory were inspected prior to use and found no issues. The mcs tip cover accessory was installed using an installation tool. No electrolube or any other lubricant was applied. Mcs tip cover accessory appeared to be properly installed during the surgical procedure. A reducer was not used during the procedure. Mcs instrument was used for approximately an hour. No incidence of instrument collision during intraoperative use. No difficulty in removing the mcs instrument reported.

Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported.

Event description:
Refer to h10/h11 for follow-up information.